Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the initial escalation analysis a sensor replacement was approved, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint.a review of the dms data showed significantly low signal and reference channel values and declining msp values, since insertion on the (B)(6) 2025. The potential root cause for the reported failure mode may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure. B4.date of this report (B)(6) 2025. G3.date received by the manufacturer? 02 may 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 67.

Event description:
On (B)(6) , 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.